Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the inserter was returned with the anchor tip fractured. The metal tip of the anchor was not returned. Item and lot numbers are not confirmed as they are not etched on the part. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign : (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the anchor broke during surgery. All pieces were retrieved, 5 minute delay, another device was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.